Manufacturer narrative:
This MDR report is part of the (B)(6) program, exemption number e2015055. Sixteen devices were received for evaluation; 16 events were confirmed during testing. Sixteen devices were found to be affected by a trigger assembly that was loose/had moved. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 16 malfunction events in which the device either ran without user activation or experienced a condition in which it was possible to run without user activation. There was no patient involvement; no patient impact.